Event description:
It was reported that the tibial insert could not be inserted into the tibial baseplate. The wire of the insert came off from the insert. The surgeon confirmed that the half of the insert wire was not assembled properly (was not fit at proper site) properly before use. The wire could not be assembled, so spare insert was used instead of it and the procedure was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon insert was reported. The event was confirmed. The insert and detached locking wire were returned. Visual inspection of the superior bearing surface appears undamaged and is unremarkable. The inferior surface shows various damage patterns. There is damage noted near both posterior locking tabs, which would indicate that attempts were made to seat and assemble the insert onto the baseplate. There is deformation noted on one side of the a/p slot which interfaces with the island on the baseplate, which would indicate that the insert was misaligned and thus incorrectly presented to the baseplate. There are also deep scratches more anteriorly, consistent with removal of the insert from the baseplate using a sharp/hard implement. There is a slight indentation on the posterior wall of one of the posterior locking tabs, which could have been caused either by an obstruction during attempted assembly or during removal of the insert from the baseplate. The noted deformation of the locking wire is a clear indication that there was an attempt made to lock the insert onto the baseplate. There is only slight damage to the locking wire groove of the insert. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there is one similar events reported for the lot, this investigation determined that the event was user related. Conclusions: based on the visual inspection of the returned component, the damge observed on the part was caused by the user and would have rendered the component unusable.

Event description:
It was reported that the tibial insert could not be inserted into the tibial baseplate. The wire of the insert came off from the insert. The surgeon confirmed that the half of the insert wire was not assembled properly (was not fit at proper site) properly before use. The wire could not be assembled, so spare insert was used instead of it and the procedure was completed.